Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor alert occurred. Data was evaluated and the allegation was confirmed as a. The probable cause was determined to be. The reported event of an early sensor expiration is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.